Event description:
It was reported "touch screen frozen". To continue therapy, the pump console was exchanged. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 display head assembly. The sample was dropped off by the field service agent with an electrostatic protective bag. Visual inspection of the display was per-formed, and no abnormality was noted. The display was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. The system had a normal response to the hard keys. Pumping was initiated. Each hard key was pressed multiple times (wait for more than 30 seconds on each press); and the pump properly issued a system error 7 alarm. All the waveforms and icons displayed correctly. A high priority alarm was purposely generated, and the pump had a proper response by freezing the display which was able to be unfrozen using the touch screen. The pump was left to run for over 60 minutes with no issues or alarms. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "touch screen frozen" is not confirmed. The returned display passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "touch screen frozen". To continue therapy, the pump console was exchanged. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).